Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the pyxis system was down. A technical support specialist (tss) provided the root cause analysis (rca) to the customer. The customer then made changes to the sql maximum memory settings on the database server. After the changes, the engineer validated that the database server was running normally with 87% ram utilization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had pyxis system across four sites was down. Customer informed server was rebooted as maintenance at 2 am and it was not coming back up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.